Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis testing. The integrated electrosurgical unit (iesu) was analyzed and found to have no failure. The unit was energized and cauterized, and all ports recognized instruments. As a safety precaution, the unit will be returned to the original equipment manufacturer (OEM) for further investigation. The complaint regarding the firing issue on the iesu was not confirmed based on the failure analysis. The probable root cause of the reported errors cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the iesu found no errors when installed on a test system. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer-reported event.

Manufacturer narrative:
Based on the claim against the product by the customer noting firing issues with the iesu, an investigation is in progress to determine the cause of this reported event. The customer power cycled the iesu to resolve the reported problem. An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the iesu to correct repetitive errors 25913, m-02, m-11, m-18, c-82. Isi has received the iesu, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is being classified as a reportable event due to the following conclusion: the field service engineer (fse) replicated the reported problem. The fse replaced the integrated electrosurgical unit (iesu) to correct the repetitive errors 25913, m-02, m-11, m-18, c-82. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to starting-post-anesthesia of a da vinci-assisted sigmoid colectomy surgical procedure, the biomed called an intuitive surgical (is) technical support engineer (tse) to inform that it was impossible to fire with integrated electrosurgical unit (iesu). Today, the iesu was working fine, stated the caller. Reporter called in out of the or to report that fault was a reoccurring issue with iesu. They did not call for this before. As a workaround or team power cycled iesu and they were able to use the iesu again. Tse reviewed logs and found errors 25913 with details m-02, m-11, m-18, c-82. All errors are pointing to iesu fault. The procedure was completed with no patient injury nor delay. Intuitive surgical, inc. (Is) contacted the site and obtained the following additional information regarding this event: system functionality was checked upon powering on the system. The system initially powered on without errors. The procedure was successfully completed.